Event description:
Suture breakage: international affiliater reports that suture was breaking during an unspecified surgical procedure. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once med device family iniitally reported assuming incident could recur.